Event description:
Event timing: after surgery. It is reported that the patient had hip pain. The patient received an acetabular component on (B)(6) 2008. It is alleged that the surgeon thought the patient was having a reaction to the metal on metal. The pathologist could not find however any evidence of metallosis or metal reaction. The patient was revised on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not received the devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).